Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow and small leaks in the tubing of an unspecified access set. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.